Event description:
It was reported that the cuff on a tracheal tube started leaking after two hours of intubation (normal intubation). No patient injury reported and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of hi-lo endotracheal tube was received for evaluation. A visual inspection was performed and found that the cuff had burst. An inflation deflation test were conducted and found the cuff deflated immediately. The customer reported complaint was verified. However, a burst of this magnitude would have been detected during the manufacturing inflation deflation tests and removed from the lot. Therefore, this type of defect is not related to manufacturing process.